Event description:
It was reported that the tip of the lumbar probe sheared off during surgery. The tip was reported to be unable to retrieve and was left in the sacrum. No patient complications were reported.

Manufacturer narrative:
The device was returned to medtronic for evaluation. Visual examination confirmed that approximately 7mm of the tip is missing. The first 3mm of the remaining tip has been twisted 180 degrees. The remainder of the instrument is in good condition.